Event description:
It was reported that the patient had frequent low flows due to gastrointestinal (gi) bleeding. The log files did not capture any low flow events. The low flows on the system controller were confirmed. The patient was cauterized for hemorrhoids which resolved the alarms and the gi bleed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account did not confirm the reported low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the alarms were caused by gastrointestinal bleeding. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not be conclusively established. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also experienced dizziness and fatigue.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced melena. The gastrointestinal bleed was confirmed through a colonoscopy and a gastrointestinal endoscopy. Gastric clips were placed and polyps were removed. There was no transfusion required and hemoglobin was 95 after the bleeding episodes. The patient was discharged home.